Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8119703; medical device expiration date: 2023-04-30; device manufacture date: 2018-04-29. Medical device lot #: 8064678; medical device expiration date: 2023-02-28; device manufacture date: 2018-03-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ shielding hypodermic needle there was an issue with incorrect needle length. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd safetyglide shielding hypodermic needle there was an issue with incorrect needle length. There was no report of injury or further medical intervention.

Manufacturer narrative:
Six sealed 3ml safetyglide combo syringe with needle packages were received, confirmed to be from batch #8119703 (p/n 305924). They were visually evaluated. The needles were all properly shielded with no visual defects observed. Packages were opened and needle length was checked using cannula length chart. All cannulas¿ injectable lengths were within the product specification of 1¿ for this product. The needles are 25g, which are relatively thin needles and will flex more easily than needles with a lower gauge number. It is important to note that the product¿s cannula length is the ¿injectable length¿ which is considered prior to shield extension. Device history record review showed no rejected inspections or quality issues during the production of the provided two lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. Unable to determine a root cause. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.